Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry door was not closing all the way. The door mechanics were adjusted and the system passed the system checkout. Evaluation codes that apply to this testing: b01, c07, d02. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not recognize that the door was closed. It was noted that he site had to open and close the gantry doors multiple times before it recognized that it was closed. There was no patient involvement.